Event description:
It was reported that noise was observed on the rv and atrial leads. Clavicle crush is suspected. Noise was reproducible in clinic. High voltage therapy was disabled and the patient received a lifevest until lead revision. During lead revision no electrical anomalies were noted. Lead was explanted and replaced without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
External insulation abrasion was noted at 40.5-41.1cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at this location, consistent with the observation from the field of noise.